Event description:
It was reported that during surgery the pulsavac did not work properly. There was no water spray, and battery was leaking powder. No patient harm however, there was a 5-minute delay in the surgical procedure. Due diligence has been completed. No additional information is available.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in china. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.